Event description:
Child initiated insulin pump therapy (tandem mobi) (B)(6) 2024. Clinician ordered trusteel (non-kinking) catheters. He was sent 5 inch tubing auto-soft (flexible) catheters. The pump trainer did have steel samples to provide him, so they used those initially. However, they ran out and so they used the supplied ones (autosoft) and he had an immediate site failure. He had glucose levels over 500 for over 10 hours, large ketones, and required the pump to be discontinued and used insulin injections to avoid dka (ketoacidosis). This is not the first patient that this has occurred with. I am using steel infusion sets on all patients using this pump as I have had so many patients use the flexible catheters and they kink, leading to no insulin being delivered. The risk for dka is too great to allow this. I have practiced with these infusion sets and I do wonder if they are manufactured in a way that is leading to kinking. I have 6 patients at least this has happened to.